Event description:
A hemodialysis inpatient user facility reported during treatment an external blood leak occurred. The leak was visually observed in the dialysate. Test strips were not used to confirm and the machine alarmed. Estimated blood loss was 100-200cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up. Sample is available and has been requested.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
The reported complaint is a confirmed fiber leak due to a short fiber found at the cavity ID end. The dialyzer was subjected to a laboratory bubble point test where a steady flow of bubbles was noted for the cavity ID end potting cut surface. The dialyzer failed at an airflow rate of 91.4ml/min. The dialyzer was then subjected to a destructive disassembly of the dialyzer to better isolate the leaking fiber. A short fiber was found during isolation of the leaking fiber the short fiber was observed at approximately 90 degrees on the cavity ID end with the dialysate port situated at 0 degrees. The inferior surface of potting of the non-cavity ID end was examined for a void. The inferior potting surface showed no signs of a void that could have caused a leak at the non-cavity ID end. An investigation of the device manufacturing records was also conducted by the MFR. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.